Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hypoglycemia on (B)(6) 2018 at 4.32 am. The customer blood glucose level was 36 mg/dl at the time of incident and current blood glucose value was 164 mg/dl. The customer was treated with intravenous glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the drive support cap appeared to be normal. Customer did not allege insulin pump was over delivering. Customer stated that adjusting with the time and date on the insulin pump they did displacement test and self-test that was passed. The device will not be returned for analysis.